Manufacturer narrative:
(B)(4). Without a lot number or device serial number, the manufacturing date cannot be determined. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer incurred an error when powered on. Technical services (ts) provided assistance in resolving the issue by directing the caller to recycle the power which cleared the error. The programmer remains in use. No patient involvement indicated.